Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the replace battery now alarm would occur immediately after replacing the batteries. The customer¿s blood glucose level was unknown. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
Not in manufacturing mode. Insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. No unexpected battery power loss noted during testing. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with minor scratched lcd window, cracked keypad at select button, cracked case(battery tube) and cracked retainer.